Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they were rushed to the emergency room for blood glucose levels of over 600mg/dl. The customer states prior to the emergency room they had treated highs with manual injection. The customer states their levels had been as low as 50mg/dl. The customer declined to troubleshoot.